Manufacturer narrative:
E1 correction: the reporter's information was updated.

Event description:
Additional information was received that the patient had recharge burden issues with their ipg as it did not provide therapy for 24 hours. Surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's rechargeable ipg was inoperable. Surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.